Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No unexpected low battery alarm was noted. The unit was received with intermittent button response due to corroded keypad traces. The following physical damage was also found: minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up arrow was hard to press and had intermittent response. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.